Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A hospital reported that their thermometer had allegedly given a false negative reading on a patient who had already been admitted with a lung infection. The device allegedly gave a reading of 36.9°c, and a fever of 38.9°c was confirmed by a medical professional using a different ear thermometer. No information was provided on the diagnosis or current status of the patient. The only known information provided was that a fever was confirmed by a medical professional, and our device was giving false negative readings. Kaz USA, inc. Has requested that the product be returned to our company for testing.